Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was having the system explanted. The surgery had been scheduled for (B)(6) 2017. Additional information received from the manufacturer representative reported that the patient¿s lead was being cut and the implant removed. Everything was explanted and discarded and the patient stated she had swelling at the implant and lead site. The patient noted that stimulation did not help enough with pain. The healthcare professional did not know if the swelling was due to the device or not. No device issues reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39286-65 serial# (B)(4), implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-05-17. The rep reported that the patient wanted the device explanted because she didn't think it helped as much as the trial. The rep reported that the patient was doing fine post-operatively. The rep reported that device malfunction was not suspected.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-05-17. The rep reported that the patient didn¿t feel system helped with the pain. The rep reported that the patient was reprogrammed but every time after said it was fine. The rep reported that the patient was explanted and the system was discarded. No further complications were reported.